Manufacturer narrative:
Technician found both brake and brake/steer casters on bed worn. He replaced both casters to resolve. No injuries reported.

Event description:
Technician alleged brakes wouldn't hold.